Event description:
It was reported that (3) devices were used during a bowel resection. It was reported by the rep that the surgeon used a tlc75, which included staple cartridge and it worked as normal. The device was reloaded by the nurse and when given back, the device would not fire. The device was checked, they threw away the cartridge and opened another tcr75 reload and tried again. It did not work, so they opened a tlc75 and fired it. They finished with another tlc75 to complete the case. There was no consequence to the pt. The devices were discarded.